Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the of the lack of stimulation and high impedances was unknown. There was no concern with the ins battery as the patient had two leads attached to the ins at that time. The patient did suddenly feel that there was no pain stimulation with paresthesia in the low part of the body anymore. The other lead was stimulating normal without any complaint from the patient. The mdt data did no show anything. No intervention or re-operation was done. The patient was offered a re-operation but declined it. The action taken by the doctor was to re-program the two electrode settings, so the patient felt happy at the moment and felt paresthesia. The stimulation issue resolved but the high impedances did not. It was noted the patient¿s weight was normal.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown; product ID: 977a275, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep). It was reported that something happened with the pain stimulation lead approximately one year prior to (B)(6) 2018. The patient called the clinic because of a lack of pain stimulation sensation. Then the clinic detected that four electrodes had high impedance greater than 10000 ohms. The patient had the same symptoms and was visiting the clinic on (B)(6) 2018, and the rep was troubleshooting. They discovered that now more electrodes were affected. The rep provided a telemetry printout and device data file. The telemetry printout showed that all electrodes 0-14 had impedance greater than 10000 ohms when tested at 0.70 volts with electrodes 15 used as the reference. Electrode impedance tested for all pairs at 0.70 volts showed that pairs were within normal limits ranging between 850-1216 ohms; all other pairs had impedance greater than 10000 ohms. It was noted that the patient was just using group a for now. Group a was programmed with positive polarity on electrode 7 and negative polarity on electrode 9 using settings of 40 hertz rate, 6.3 volts amplitude, 450 microseconds pulse width, and a soft start/stop of 4 seconds. The patient was feeling pain stimulation sensation and pain stimulation relief. The healthcare professional asked if the battery level could be seen in the provided data, and if it was possible to estimate longevity time on group a. The battery level at the time of interrogate was 3.0 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.